Manufacturer narrative:
The reported high impedance was confirmed. The lead was returned missing the terminal electrode. This electrode was found in port 1 of the returned ipg. This anomaly is consistent with the reported event regarding one of the leads could not be extracted from the ipg header. Although, it was reported the set screw was loosened, this anomaly is consistent with the lead being pulled from the ipg with the set screw still engaged. The set screw may have not been loosened enough; however,this could not be conclusively determined. Microscopic inspection identified all the internal wires were broken in the lead body 16cm from the tip of the stim end. This would have contributed to the patient¿s loss of therapy. As there was no damage to the outer tubing where the fracture was located and the high impedance was observed prior to explant, the broken wires are consistent with the lead being subjected to an overstress condition or sudden event while while in vivo.

Event description:
Additional information received indicates that the correct model for the lead is mn20450-50a.

Manufacturer narrative:
Per the additional information received d1 and d4 model number were corrected.

Manufacturer narrative:
Date of event and therapy date are estimated. During processing of this incident, attempts were made to obtain complete device information. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. Unknown which lead had high impedance. Therefore, both leads are being reported. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-21975. It was reported that the patient lost therapy on the right side due to high impedance on the right l5 lead. As such, surgical intervention took place wherein the leads were explanted to address the issue. The physician was unable to implant a new drg lead. Hence, a scs lead was implanted for scs trial (B)(6) 2020. Information indicates that the patient had a successful scs trial. As such, scs ipg was implanted on (B)(6) 2020.